Event description:
A report was received that the patient was experiencing muscle contraction and burning in his lower extremity. The patient was given pain medication. The patient was reprogrammed and the burning in his legs was resolved. The patient is reportedly doing well.